Manufacturer narrative:
Manufacturer's reference number: (B)(4). It was reported that a patient underwent an ablation procedure for atrial fibrillation with a thermocool smart touch bidirectional sf catheter where a complete signal loss occurred. The returned device was visually inspected, and was found in good condition. Per the reported event, the catheter was tested for electrical performance, temperature comportment and generator compatibility, and it was found within specifications. In addition, the catheter was evaluated for eeprom, and the sensor functionality was tested on a carto 3 system. The catheter was recognized by the carto 3 system, but error 106 (force sensor issue) was displayed. The catheter was then dissected, and it was determined that the root cause of the error message was an internal failure of the sensor. Eeprom data demonstrates the catheter was properly calibrated during manufacturing. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. The customer complaint regarding current leakage cannot be confirmed. However, the internal force sensor failed.

Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Concomitant products: carto 3 system, model and serial numbers unknown. (B)(4). Biosense webster manufacturer's ref. No.'s (B)(4) are related to the same incident.

Event description:
It was reported that a patient underwent an ablation procedure for atrial fibrillation with a thermocool smart touch bidirectional sf catheter where a complete signal loss occurred. A current leakage error message was displayed, and signal interference was observed on all channels across all connected systems. The cable was replaced without resolution, so the catheter was replaced. This resolved the issue, and the case continued without any patient consequence. During the signal loss, there were no electrocardiograms (ecgs) available to monitor the patient¿s heart rhythm. The inability to monitor a patient¿s ECG while devices are intracardiac can lead to an undetected, life threatening cardiac rhythm. As a result, this event is MDR reportable. Two catheters were used in this case, and it is not known which one was responsible for the malfunction. As a result, both catheters will be conservatively reported.